Event description:
It was reported that the unspecified bd¿ lancet device locking spring broke. The following information was provided by the initial reporter: "incoming call back from this consumer while driving. Stated the locking spring will no longer work. Informed caller discontinued.... Voice message caller stated her bd lancet device was broken and is looking for a new device."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for device broken due to unknown lot number.

Event description:
It was reported that the unspecified bd¿ lancet device locking spring broke. The following information was provided by the initial reporter: "incoming call back from this consumer while driving. Stated the locking spring will no longer work. Informed caller discontinued.... Voice message caller stated her bd lancet device was broken and is looking for a new device."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: the customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.